Event description:
Reporter alleged customer's glucose measured hi back to back with a result of 219 mg/dl when testing was performed within 10 minutes of each other. It was stated within another 10 minutes a result of 269 mg/dl was obtained. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.